Event description:
The customer reports a false negative axsym cmv igg assay result for one patient. An initial negative result of 11.3 au/ml was generated. Previously, this same patient had generated a positive result of 190.9 au/ml on (B)(6) 2012. The present sample was retested with a positive result of 89.3 au/ml. The (B)(6) 2012 sample was then retested with a positive value of 112.3 au/ml. Controls have remained within specifications. No suspect results were reported from the lab with no impact to patient care.

Manufacturer narrative:
The suspect medical device changed from axsym cmv igg, list: 04b47-20 to the abbott axsym system, list# 07a83-01. MFR report no. 1628664-2013-00053 has been submitted to document the suspect medical device as the abbott axsym system.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 04b47-20 that has a similar product distributed in the us, list number 04b47-22. (B)(4).